Event description:
It was reported that during a transcatheter aortic valve implant procedure involving the evolut fx+ system, the following complications occurred: a vascular complication during insertion and cardiac tamponade. It was further reported that the procedure was conducted with arterial access through the right femoral artery and an introducer sheath was used. It is unknown if any intervention was performed for the vascular complication or cardiac tamponade. Despite these complications, the implant procedure was reported to be successful. Information was received which indicated the event was possibly related to the medtronic device and procedure. Additionally, it was reported that the straight guidewire crossing the valve had caused the cardiac tamponade. A pericardiocentesis was performed at the end of the valve implant procedure. Additional information was received that an unspecified vascular injury occurred from a non-medtronic guidewire which then caused the cardiac tamponade. The tamponade resolved and the patient was discharged without prolongation of the procedure or hospitalization. Per the physician, the delivery catheter system (dcs) and valve did not contribute to the complication which further caused the tamponade.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received which indicated the event was possibly related to the medtronic device and procedure. Additionally, it was reported that the straight guidewire crossing the valve had caused the cardiac tamponade. A pericardiocentesis was performed at the end of the valve implant procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure involving the evolut fx+ system, the following complications occurred: a vascular complication during insertion and cardiac tamponade. It was further reported that the procedure was conducted with arterial access through the right femoral artery and an introducer sheath was used. It is unknown if any intervention was performed for the vascular complication or cardiac tamponade. Despite these complications, the implant procedure was reported to be successful.

Manufacturer narrative:
Continuation of d10: product ID: evfxplus-26; product lot/serial number: (B)(6); product type: heart valves; implant date: (B)(6)2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.